Manufacturer narrative:
This report is submitted on may 23, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device; however, the issue could not be resolved. The device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device as of the date of this report.